Manufacturer narrative:
Product ID 8709sc lot# (B)(4) implanted: (B)(4)2011 explanted: (B)(4)2018 product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from a healthcare provider (hcp) indicated that the pump had been flipping causing the catheter to be kinked. No further complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the catheter and the pump were replaced yesterday due to either the pump being defective or the catheter was bound up together. The caller stated that the patient's pain level had increased dramatically in the last 6-8 weeks and that the healthcare provider (hcp) believed the patient was not getting medicine. It was noted that the pump was flipping and moving around causing the patient to be unable to receive a bolus. It was reported that the hcp though that over time the pocket would heal and tighten up but the issue got worse instead. It was noted that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. This section was updated to properly reflect the reported events. If information is provided in the future, a supplemental report will be issued.